Manufacturer narrative:
Investigation summary: no samples were returned therefore the investigation was performed based on the photos provided. Three photos of a 0.3ml bd insulin syringe from lot# 0098914 were provided. The customer reported that the shield could not be detached for one product. The photos were examined, and it was observed that the syringe exhibited a separated needle hub/shield assembly. No damage to the barrel tip was observed. A review of the device history record was completed for batch # 0098914 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure based on the photos received. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. CAPA pr1630423 has been opened to address this issue. H3 other text : see h10.

Event description:
It was reported that the syringe 0.3ml 30ga 8mm experienced hub separation from the device. The following information was provided by the initial reporter: this is a report about the inability to detach the shield. According to the patient's report, the shield could not be detached for one product.

Manufacturer narrative:
Initial reporter fax #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 0.3ml 30ga 8mm experienced hub separation from the device. The following information was provided by the initial reporter: this is a report about the inability to detach the shield. According to the patient's report, the shield could not be detached for one product.